Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v877360, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported via the manufacturer representative that they experienced a return of symptoms. On the day of the report, the programmer, lead, and implantable neurostimulator (ins) were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.